Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the examination for eogo was completed on 25jul2024 and no evidence of eogo was found.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient had pulsatility index (pi) events and log files were submitted for review which confirmed the reported pi events. It was noted that a computed tomography (CT) scan was being arranged for the patient's next visit. The patient was seen in clinic on (B)(6) 2024 with several pi events and low voltage alarms from (B)(6) 2024. No changes were made. Log files were submitted for review and captured a string of low power advisories due to normal battery depletion. The event log captured 106 pi events. It was additionally reported that the reason for the CT scan was extrinsic outflow graft obstruction (eogo) surveillance, and the results of the CT scan were not available. It was noted that the examination for eogo had not been completed yet. It was also reported on (B)(6) 2024 that the embolic stroke that was noted in patient history was thought to be device or therapy related with an international normalized ratio (inr) of 1.7 and the onset of the embolic stroke was (B)(6) 2023.